Event description:
The facility reported an infusion pump with a failure code 403 which occurred during a pt infusion. No pt injury.

Manufacturer narrative:
The device involved was received for evaluation.